Event description:
The sales rep reported the following, "this item is crucial to place the tibial stem and screws in the right place." It cost the surgeon about 45 minutes extra (no negative consequences for the pt) because we had to get the x-rays done for controlling purposes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.